Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention resolved the issue.